Manufacturer narrative:
15 pen needles affected. H3 other text : no device available.

Event description:
Consumer reported found 20 pen needles from this box that clogged during injection. Caller does not complete flow check lot # 3032984 catalog# 320574 date of event (B)(6) 2024 = 5 pen needles date of event = unknown = 15 pen needles sample status discard samples. Declined voucher gets items free from opt rx (B)(4).

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : device not returned.